Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the full height matrix drawer was not detected on communication bus. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that bus cable was not positioned properly. The field service engineer shut down the station, took off the back panel, and reconnected the bus cables. After powering the station back on and logging in, it was verified that the drawer was operating correctly. The system functioned as intended after the field service engineer troubleshot the device.